Event description:
It was reported that the surgeon attempted to insert an aq5010v silicone three piece lens and the lens got stuck while advancing in the cartridge. There was no patient contact.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that the lens was received stuck inside the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.